Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to verify that their device experienced an inappropriate loss of power.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio replaced the battery pins in the device as a preventative measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.